Manufacturer narrative:
Technician found that the head up not working and would not work manually due to head up valve being stuck. Replaced head up valve to resolve this issue.

Event description:
Complaint received alleged that the head up function was not working on this bed.